Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an healthcare provider (hcp) regarding a fusion system being used for a fess procedure. The hcp reported that the tracer registration failed three times. The 3d model had a lot of scatter and did not resemble a face so the lower threshold was raised which improved the 3d model, but registration again failed. The hcp was advised to tracing with a light touch sticking to bony anatomy further up on the forehead and tracing a wider coverage are, but registration again failed. The hcp continued the case without navigation. The delay in procedure was less than one hour and there was no change in patient outcome as a result of the issue.

Manufacturer narrative:
Additional information: additional procedure information received. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Software investigation confirmed that the software was functioning as designed. The cause of the issue was due to the image quality and the tracer pattern. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the site was tracing along the forehead where a strap had been placed. The tip of the nose on the scan was also cut off. Additional training with the staff was performed.